Manufacturer narrative:
The report of elevations in power and estimated flow could not be confirmed. Review of the system controller log file submitted by the account showed the system operating as intended with stable parameters. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. Additionally, a direct correlation with the left ventricular assist system (lvas) and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 49 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that intermittent high power and high flow estimations were observed, and lactate dehydrogenase was approximately 600 u/l. The patient was admitted for the increased flow estimation and pump power on (B)(6) 2017. The patient was asymptomatic. Lactate dehydrogenase (ldh) was 437 u/l and inr 3.6. Integrilin was initiated and ramp echocardiogram showed the aortic valve closing and lv decompressing as intended. On (B)(6) 2017, the patient was discharged home stable on warfarin, 325 mg aspirin, persantine 75 mg qid. The patient was scheduled for a pump exchange on (B)(6) 2017. On (B)(6) 2017, the patient was seen in clinic with the ldh at 491 u/l, and the patient was admitted with plan to exchange. Renal failure was within normal limits, hemoglobin 10.9 g/sl, ldh 620 u/l. The following day, ldh was still in the 600 u/l range and ramp echocardiogram results were still unremarkable for pump dysfunction. The patient¿s condition improved and the plan to exchange the pump was delayed. No additional information was provided.